Event description:
It was reported that 2 unspecified bd¿ pen needles had leakage and had under dosage issues. The following information was provided by the initial reporter : the consumer reported a problem with bd nano pen needles that leak a small amount of the medication out of the needle assembly when injecting during the early stage of the injection. The consumer also stated that the pens leak around the flanged base of the colored part (the cap) that covers the needle itself and that consequently not getting the full benefit of the forteo medication. Date of event : unknown. Samples status : unknown.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. The customer's address is unknown. (B)(6) has been used as a default. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.